Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer husband reported via phone call that his wife experienced high blood glucose. Customer¿s blood glucose level was 517 mg/dl at the time of incident. Customer treated with insulin pump for high blood glucose and customer husband declined trouble shooting for high blood glucose. The device will not be returned for analysis.